Manufacturer narrative:
The serial number of the analyzer was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable bil-d gen.2 assay results for patient samples tested on a cobas c 303 analytical unit. The following results for a patient were provided as an example: the initial result was 1.35 mg/dl. The repeat result measured in a different laboratory using a colorimetric method was 0.50 mg/dl. On (B)(6) 2026, a new sample was obtained from the patient, and the result was 1.50 mg/dl. The repeat result measured in a different laboratory using an unknown method was 0.39 mg/dl.